Manufacturer narrative:
It was reported that the device "comes on and cuts off". Due to this "she was at the hospital last night to get a breathing treatment and needs this urgently". No additional information is available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device not working intermittently.